Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 pro device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating failure of the outlet pressure sensor. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. The device has been rendered inoperable and disposed of.